Event description:
It has been reported to philips that there was system power up problem. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system log files remotely and confirmed that the system was not starting. Troubleshooting actions showed a problem with the f23 fuse of mpdu. The fse instructed customer to change the f23 fuse of mpdu and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system and confirmed that the system cannot be started up. Upon further inspection, it was observed that the f23 fuse of mpdu has failed. Rse suggested replacing mpdu. Customer replaced the mpdu. After replacement, the system was returned to use in good working order.